Manufacturer narrative:
Premature battery depletion was confirmed by analysis. Bench testing on the device was performed, and no sources of high current were noted. In further analysis of the battery, lithium clusters were observed shorting the anode and cathode of the battery. These analyses concluded that the premature battery depletion was caused by a lithium cluster induced short circuit.

Manufacturer narrative:
No conclusion code available; the reported field event of premature battery depletion was confirmed in the laboratory. Based on all available parameter and usage information, device longevity was found to be below the expected limits. The original battery was returned to the vendor for further evaluation and analysis. An internal anomaly was found to be the cause of the premature battery depletion.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented to the hospital after receiving a patient notifier. Review of the session records revealed premature device battery depletion was the reason for the alert. The patient is not pacing dependent. The device was explanted and replaced. The patient condition was fine after the procedure and discharged.